Event description:
The customer reported an "oil mist smell" coming from the unit. While on site the asp field svc engineer (fse) found oil mist coming from the unit when the vacuum pump was running. The customer stated that there was no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse installed a new mist filter assembly to correct problem. He ran an empty test cycle, and the unit passed all functional tests.